Event description:
It was reported that during a hemorrhoidectomy procedure, the instrument cut, but did not fire all the staples. The staples did not form properly and gave off from the tissue. The surgeon had to use suture to complete the procedure. There was no adverse pt consequence.